Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated the patient developed stoma site infection with drainage that was spread from the foot. On (B)(6) 2017, the patient was seen by the physician and wound culture was done. At that time, the patient was on antibiotics ampicillin and bactrim for foot infection. The culture was positive for streptococcal infection and the physician prescribed antibiotic clindamycin.